Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "implants may be ruptured" and patient "is feeling unwell." The device remains implanted. This represents the right side.